Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not turn or load. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the knob, as well as on the malleable foot. There were no visual defects observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tightened the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer would not turn or load. A replacement device was used to complete the procedure. The hospital did not report any patient effects.